Event description:
It was reported that the infusion set was leaking at the headset. The patient experienced elevated blood glucose levels. The patient takes the infusion device off for extended periods of time to play sports, which also contributes to her elevated blood glucose levels. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Product was discarded.